Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being external blood leak between the dialyzer and the bloodlines. The leak was visually observed. The machine, a fresenius 2008k machine did not show a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 200ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
A sample was returned for evaluation. During a gross visual examination of the sample, a crack was noted on the header cap of the dialyzer, cavity ID end. There were no witness marks present that would suggest a potential cause of the observed damage. No other damage or irregularities were noted on the returned dialyzer. A lot history and production record review were performed. During the lot history review it was noted that there were three other reported complaints against the lot. One complaint is a report of a header cap missing entirely (no sample). The other two complaints report a leak. No samples have been received, however, neither describes an external leak or a crack on the header/dialyzer. The production record was reviewed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.